Manufacturer narrative:
This device is not available for return and evaluation as it remained implanted. The device history record (DHR) was not able to be reviewed as the device information was not provided. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. In this case, minimal information regarding this potential valve-in-valve procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. If new information becomes available, a supplemental report will be filed. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a patient will undergo valve-in-valve intervention in a failing unknown pericardial aortic valve. The implant duration of the surgical valve was unknown and reason for intervention was not reported. No other details were provided.

Manufacturer narrative:
Additional manufacturer narrative: calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. In this case, the explanted device was not returned to edwards for analysis because it was discarded at the hospital. Without return of the device, edwards is unable to confirm the clinical observation. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information that this 23mm bioprosthetic aortic heart valve was explanted after an implant duration of six (6) years, 10 months due to severe aortic stenosis and regurgitation. During explant, severe deterioration with calcification of the bioprosthesis was noted. A 25mm pericardial bioprosthesis was used in replacement and the patient tolerated the procedure well; she was later discharged.